Manufacturer narrative:
Citation: arri ss et al. Percutaneous paravalvular leak closure for symptomatic aortic regurgitation after corevalve transcatheter aortic valve implantation. Catheter cardiovasc interv. 2015 mar;85(4):657-64. Doi: 10.1002/ccd.25730. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of an (B)(6) male patient with renal impairment, fatigue, and exertional dyspnea who underwent implant of a medtronic corevalve (serial number not provided). Following the implant of the 31mm valve, aortography revealed moderate aortic regurgitation (ar) with elliptical formation of the valve skirt. Post-balloon aortic valvuloplasty (bav) was performed resulting in moderate ar. Eight weeks following the implant, the patient presented with dyspnea on exertion and moderate paravalvular leak (pvl). Two vascular plugs were implanted decreasing the ar to mild. No additional adverse patient effects were reported.